Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on (B)(6) 2018 that they had a low blood glucose level due to over delivery and battery issues. Customer has issues with damage and cracks around battery compartment. Blood glucose level at the time of incident was around 30 mg/dl but treatment was not recorded. Troubleshooting occurred. Product will not be returned.

Manufacturer narrative:
(B)(4). Insulin pump had broken battery cap, broken battery tube threads.